Manufacturer narrative:
E1: reporter and reporting institution phone numbers: (B)(6). A philips authorized service personal (asp) evaluated the device and found that the speaker was faulty. The speaker was replaced to resolve the issue. Analysis was performed and investigation has been completed. The engineer replaced the speaker for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the device displays error message "loudspeaker error. The device was in use on patient at time of event, there was no adverse event reported.